Event description:
The home health nurse of a (B)(6) male pt called zoll customer support to report that the pt's electrode belt cable was damaged and the pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, damaged cable) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. This damaged the cable wires and caused the reported check belt messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.